Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010876, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010876 was manufactured according to the work instruction (wi) version 120 and manufactured in the line inset 10 on 30-dec-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4m01735 was manufactured according to the work instruction (wi) version 2 and manufactured in the machine itl03, on 27-dec-2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to red spot on ring, extended inspection was found within specification conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. Blood glucose level was displayed high at the time of the event. Therefore, patient took correction injection via multiple daily injection (mdi). No further information available.